Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed out while driving a car. The patient was not hurt as a passenger was able to stop the car. The episode was reviewed with technical services and potential undersensing was discussed with 3.5 mv r-waves on this right ventricular lead. In addition, technical services discussed troubleshooting and programming options.